Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. There were no falls or trauma reported. There was a noticed change in the pt's symptoms about eight to twelve weeks ago. In (B)(6) 2011, impedance readings on (B)(6) were greater than 4,000 ohms. Also, c/0 was 1147 ohms. On (B)(6) 2011, all unipolar and bipolar pairs were noted to be within normal limits. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.